Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vici assisted surgical procedure, the cable on mega suturecut needle driver instrument broke. The wire was not broken when it was first used in procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing out of ordinary to be noted. Surgeon was suturing when event was identified. The reported instrument did not collide with other instrument or tool during procedure. There were some limitations related to opening/closing of grips. There was 1 cable visibly protruding from distal end of instrument. No fragments fell into the patient. The instrument was available for return to isi for evaluation. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.